Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the site experienced system error #22003 upon start up of the system. With the assistance of an isi technical support engineer, the site attempted to disable a patient side manipulator (psm) arm and performed a power cycle of the system, however, the system error code persisted. The patient was under anesthesia and the port incisions had been made when the surgeon decided to convert the planned procedure to traditional open techniques. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #22003 experienced by the customer was associated with a set up joint (suj) cable harness. The suj is an unpowered arm used to support and position the instrument arms for surgery. The setup-joint (suj) harness is an electrical cable which carries power and communication between the psm, the suj and the controlling processor. The system was repaired by replacing the affected suj cable harness. The system error code #22003 functioned as designed and there was no injury to the patient. The da vinci si safety system determined a position of one or more joints on the specified suj, as measured by that joint's primary sensor, disagreed with the measurement from secondary sensor by more than the specified tolerance. Upon determining these conditions, the safety systems put da vinci si in a recoverable safe state. As of august 24, 2012, there have been no reported recurrences of the issue at this hospital.